Event description:
While withdrawing blood from an arterial sheath, the syringe hub came off in the sheath port. The port did not have blood in it prior to withdrawal. The syringe was screwed in and out without problem. Except the hub on the syringe was not intact and was stuck within the sheath port.